Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair, the twinfix anchor broke when screw-in. Broken pieces were removed with tweezers. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned without the sutures present. The anchor had been deployed, and contained signs of deformation and pitting along the outer threads. It is possible that the pitting was caused by small pieces fracturing off. There was no obvious debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of suture anchor can occur if predrilling is not performed prior to implantation. Ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force, off-axis insertion, or improper preparation of the insertion site. Internal complaint reference: (B)(4).